Event description:
The account reported the right intermediate side rail is not latching. The bed is currently not in use and is in the account's holding area. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the right intermediate side rail latch is broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the side rail latch, release lever, center arm assembly and dampener to resolve the issue. Based on this info, no further action is required.